Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged intermittent airflow. There is no allegation of serious or permanent harm or injury. The patient's device was returned to the manufacturer and was shipped to a third- party service center for evaluation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. During evaluation there were also technical findings of scratch by ambiance light. The top enclosure was replaced. The device operating software was upgraded. The device passed a final test.